Event description:
It was reported that this pacemaker system exhibited pacing inhibition on the right ventricular (rv) lead. An x-ray was performed, and no issues were seen. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.